Manufacturer narrative:
Investigation of the event concluded a small air bubble in the measuring channel might have caused the event. The root cause for the air bubble could not be determined based on the information provided for investigation. No adverse events were reported.

Event description:
The customer received discrepant ion specific electrode (ise) results for one patient sample. The initial sodium result was >180 mmol/l and the initial potassium result was 6.0 mmol/l . The sample was repeated on the same cobas 6000 c501 analyzer and generated a sodium result of 141 mmol/l and potassium result of 4.53 mmol/l. The initial sodium and potassium results were reported outside the laboratory. The customer considered the repeat results to be correct. No adverse event has been alleged regarding the discrepancies. The sodium and potassium electrode lot numbers were not provided. The field service representative was unable to determine the cause. The customer ran quality control and reported no further issues at this time.